Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified a crack on the heating element. The technician replaced the boiler heater and safety valve, tested the unit, and confirmed the unit to be operating according to specification. The unit was installed on (B)(4) 1995 and is under steris contract agreement for maintenance. Preventive maintenance was last performed on (B)(4) 2014.

Event description:
The user facility reported their sterilizer was leaking water. No injuries or procedural delays or cancellations were reported.